Manufacturer narrative:
H3) the surgical arm was returned for analysis. Failures were found with the surgical arm at the time of the analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the complaint was confirmed and the surgical arm was replaced. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: asm0206-01s, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat degenerative disc using fixation. It was reported that a joint 6 shift occurred during the procedure. The joint broke while on the third out of four trajectories. The tools were already in position and the hole had been drilled when it broke so the surgeon resumed with the wire. The manufacturer representative tried doing a full shutdown of the system 2-3 times to see if the error would disappear, but the issue was not resolved. The surgical arm could not be sent to the right l5 trajectory. The case was aborted due to the shift and the fourth screw was placed freehand. The representative later reported that the third screw was determined to be misplaced by less than 3.5 mm. The patient had new right leg pain after the surgery so a CT was done and that was when the screw was determined to be medial. A revision procedure using the guidance system was done on (B)(6) 2020 to reposition the screw. The screw was accurately placed during the revision. The initial procedure was delayed less than an hour.